Event description:
It has been reported to philips that the allura xper fd10 system host pc could not power on. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint. A philips technician indicated that the power switch that controls the mains of the system was damaged and that the fuse had burned all the time and needed to be replaced. No fire or breach of the device was reported. The host pc was replaced, which returned the device back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. The philips remote service engineer (rse) confirmed that the system host pc could not power on as the power supply switch was broken and the fuse was burnt. A philips field service engineer (fse) went onsite and confirmed the fuse was blown. Further inspection revealed the host pc power supply had short circuit. Post inspection, the fse replaced the host pc monoplane revised ii no hdd. After replacement of host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.